Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-11. H.6. Investigation summary: bd received 4 photographs and 1 sample from the customer in support of this complaint. The photos and sample were evaluated and the issue of embedded foreign matter was observed. Additionally, 100 retained samples from the bd inventory were visually inspected, and no embedded foreign matter was found. Embedded foreign matter is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tubes customer reports a black stain-like foreign matter. The following information was provided by the initial reporter. The customer stated: ¿the customer reported that a black stain-like fm was adhering to tube.

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tubes customer reports a black stain-like foreign matter. The following information was provided by the initial reporter. The customer stated: ¿the customer reported that a black stain-like fm was adhering to tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.